Event description:
It was reported that during a procedure of the heavily calcified, mid left main coronary artery, the xience v stent delivery system was advanced to the lesion, however, could not be delivered due to the vessel calcification. After three unsuccessful attempts to cross the lesion, it was noted that the stent implant dislodged off the delivery system when the sds was not drawn back into the sheath. The stent was deployed in the radial artery vessel. A second 3.5 x 28 mm xience v stent was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported dislodged stent was confirmed. Based on visual inspection, functional testing and dimensional measurements of the returned device, there is no indication of a product deficiency. A query of the complaint-handling database indicated there are no similar incidents reported from this lot for this deficiency. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Device (B)(4) against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: it should be noted that the xience v instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. In this case, the continued attempts to cross the lesion after resistance was met likely caused or contributed to the reported stent dislodgement.